Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that their handset was going slow when trying to access the myptm app, it stays at 90% for quite a long time and the battery gets 'ran down'. The patient stated they can't remember the instructions on how to clear the data. The agent reviewed information and walked the patient through to clear data. The patient confirmed they were able to access the myptm much faster after troubleshooting. The agent reviewed best practices. Troubleshooting steps taken on the call resolved the issue.